Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the catheter was cut during the spinal surgery accidentally. During the whole post-operative process, the patient did not need any more additional opioids (beside his fixed oral dose). The patient was discharged from the hospital into the care of a hcp who was informed about the whole topic and would decide together with the patient whether or not they would need a new catheter in the future.

Manufacturer narrative:
The information in the 3rd supplemental report (submitted on 2019-mar-28) was received from a foreign healthcare professional (hcp) via a manufacturer representative. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was sent home without a new catheter. Additional information was received via follow-up. The explanted spinal segment of the catheter was discarded by the hospital and would not be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal hydromorphone 10 mg/ml at 21 mg/day via an implantable pump. The indication for use was not reported. It was reported that during a spinal surgery, the hcp ¿disconnected (cut through)¿ the spinal part of the catheter. The spinal part of the catheter was explanted on (B)(6) 2019. The catheter would be replaced on (B)(6). The issue was not resolved. However, the patient's status was alive - no injury. The customer was notified the catheter should be returned. However, the return status of the catheter was unable to be determined. There were no environmental, external or patient factors reported that might have led or contributed to the event. There were no diagnostics/troubleshooting reported. The pump and catheter implant dates were unknown. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. The patient was sent home with a new catheter, and the patient was fine. The case was closed.